Manufacturer narrative:
Date sent to the FDA: 08/03/2009in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the pneumatic switch broke. A second motor drive unit was used to successfuly complete the procedure with no adverse patient consequence.